Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure and was doing well postoperatively. Additional information was received that the explanted ipg was not returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about six months based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure and was doing well postoperatively.